Event description:
Customer reported via phone call that when changing the reservoir the reservoir removed smelled bad and when inserting the new reservoir, the insulin pump alarmed no delivery. The alarm was resolved by a complete set change. Blood glucose value at the time of the incident is unknown; customer's value when fasting is 260 mg/dl and customer stated that level went up to 500 mg/dl. Customer stated the leak occurred since (B)(6) 2015 and it smelled like bad insulin but date of expiration is 01/2018. It was found that leak is possibly at first o ring and insulin was not visible in the insulin pump. The customer tried reservoirs from another batch and had no issues and blood glucose is coming down. Customer also stated they have been over bolusing for about a month. Customer has an appointment with the endocrinologist to talk about changing the settings.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.